Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during priming of an impella cp pump, it was noted that the placement signal was giving faulty readings. The staff proceeded with the implant despite the noted reading, however the impella was unable to cross the aortic valve. The placement signal continued to be irregular and the decision was made to replace the pump. New impella cp then inserted without issue and good placement signals. No patient harm was reported due to issue.